Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was 480mg/dl at the time of the incident. The patient's current blood glucose was 63mg/dl. The customer reported that that she tried priming one of the sets that was marked for recall deliberately, and found that insulin came out the side of the needle, rather than the end of the needle. The caller treated the high blood glucose with a manual injection, and treated the low blood glucose with orange juice, but flatly declined both troubleshooting. The insulin pump will not be returned for analysis.